Event description:
It was reported by service report that the lift motor and cpu were not functioning. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusion: customer has decided not to repair the bed at this time.